Manufacturer narrative:
Investigation summary: visual inspection revealed that the delivery tube was returned without the loading device. The tension spring assembly was inside the deployment tube and the seal was rolled and extending half way out of the tube. The green slide lock and the white plunger were not depressed on the delivery device. There was slight evidence of blood on the device. Based upon the received condition of the device, the reported complaint "seal did not deploy" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal did not deploy. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The event date is unk. The product was returned.